Manufacturer narrative:
(B)(4). As of today, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) showed less than 3 months remaining until explant. The left ventricular (lv) lead displayed high thresholds of 4 volts at 1 millisecond. There were no associated error codes. The patient will be seen in office for a device check in 2 months time. At this time, the device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the device was explanted for normal battery depletion. A request for the return of the device has been made.